Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for one day post implant follow up. Upon interrogation it was found that the right ventricular lead exhibited loss of sensing and was not capturing at highest outputs. Programming changes were performed and the lead was successfully repositioned on (B)(6) 2021. The patient was in stable condition.